Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging that their one touch ultra meter does not power on. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information: the patient mentioned that the alleged issue began approximately 2-3 weeks prior to contacting lfs. The patient mentioned that on (B)(6) 2010 at around 9:15pm that ems was contacted and the patient was treated with insulin. The patient did not report exhibiting any symptoms. It is unclear why the patient contacted ems or what the patient's blood glucose reading was on the ems's meter. It would have also been helpful to know the patient's diabetes regimen. The patient was using the correct vial of test strips. This was not the first time the product was being used. The patient denied that there was any misuse of the product. The meter powered on by pressing the power button. The meter was replaced. The complaint is being reported since the patient alleged that due to the meter not powering on, they received insulin by a medical professional.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have a low/dead battery. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
Leakage was found from the tubing of the transfer set and the tubing had a scar. There was no patient injury or medical intervention. The actual sample was available for evaluation.